Manufacturer narrative:
Voluntary medwatch report received: mw5166938.

Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited noise oversensing, high impedance measurements and p-wave amplitude variation. X-ray confirmed that there were no abnormalities. No intervention was performed. The patient had no adverse consequences.